Event description:
A pediatric patient sustained a burn wound on the back measuring approximately 20 × 30 cm. A mepilex ag 20 × 30 cm dressing was applied with an appropriate margin around the wound. Prior to application, the wound and surrounding skin were cleansed with soap and water and dried with gauze/compress. No oils or ointments were used on the periwound skin, and the dressing was not stretched during application. The dressing remained in place for approximately 4 days and was removed on (B)(6) 2026. During removal, the dressing was reported to be firmly adhered to intact surrounding skin. The adhesion was severe enough that removal resulted in skin tearing and the creation of a new wound on the patient's back. The burn wound exhibited a moderate amount of exudate. A photograph of the affected area was provided. No additional patient outcome information was reported. No sample available.

Manufacturer narrative:
A complaint was received alleging that a mepilex ag 20 × 30 cm dressing adhered to intact skin and caused skin injury upon removal. The device was used on a burn wound located on the patient's back, measuring approximately 20 × 30 cm. The wound was reported to have a moderate level of exudate. The dressing was applied with an overlap margin around the wound. Prior to application, the wound and surrounding skin were cleansed with soap and water and dried with gauze/compress. No oils or ointments were used on the surrounding skin, and the dressing was not stretched during application. The dressing remained in place for approximately four days and was removed on (B)(6) 2026. During removal, the dressing was reported to be firmly adhered to intact surrounding skin. Removal of the dressing resulted in skin tearing and the creation of a new wound. A photograph of the affected area was provided for review. The reported event represents an unexpected adhesion of the dressing to intact skin resulting in skin trauma. No information regarding medical intervention, treatment of the skin injury, or long-term patient outcome was provided. The device was associated with a serious injury as removal reportedly caused skin tearing and a new wound. Investigation activities will be conducted in accordance with established procedures. Based on the available information, a causal relationship between use of the device and the reported skin injury cannot be excluded.